Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that a patient presented in the ER with inappropriate shock due to oversensing. Loss of capture was also noted. Lead dislodgement was revealed. The lead was explanted and replaced. The patient is stable.